Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the catheter was returned in opened packaging. The packaging was visually inspected, no defects were noted. Review of the sterilization certificate conformed to the specifications when released on the 8th june 2015. Review of the history device records confirmed the valve product code 82-3072 with lot ctgb4c, conformed to the specifications when released to stock in 10th june 2015. No root cause could be determined, sterilization certificate conformed to specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The hcp complained that the bactiseal catheter appeared to be contaminated. Event occurred during surgery, but before use on patient. 11/16/15 per affiliate: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? No. Is there a serial or lot number you can provide? No. Was the reported contamination found inside or outside of the sterile barrier? Outside.